Event description:
A baxter service technician reported finding a colleague infusion pump with a condition of "a stop key on the channel b keypad not functioning." This event occurred during product eval. There was no pt injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
Eval summary: the condition of an inoperative stop key on the pump head module (phm) keypad was identified during product eval. The assignable cause for this condition was not identified, however, the phm keypad was replaced on channel b. The pump was retested, and returned to the customer within specification. This issue is currently being investigated.